Event description:
A report was received stating that after re-injuring herself, the patient no longer had sufficient pain coverage and was also experiencing shocking stimulation. The physician believed the ipg was the source of the problem. During the revision the ipg was determined not to be the cause of the problem and was re-implanted in the patient. After the revision, the patient was re-programmed and satisfactory pain coverage was achieved. During the programming, the shocking sensation, the patient was experiencing was duplicated based on amplitudes and the patient's postural position.

Manufacturer narrative:
This is a final report.